Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation it was noted that the lead safety switch (lss) had been triggered for the other manufacturer's right atrial (ra) lead and other manufacturer's right ventricular (rv) leads switching them from bipolar to unipolar configuration. The lss was triggered for high out of range pacing impedance measurements for both the ra and rv leads for an unknown reason. The ra and rv leads were programmed back to bipolar configuration and the trigger measurement for the lss was increased. The system remains in service and no adverse patient effects were reported.

Event description:
Additional information was received that there was oversensing of the minute ventilation signal of the atrial channel leading to an inappropriately stored atrial tachy response (atr) event. Upon review of the device data boston scientific technical services (ts) noted that another manufacturer's right ventricular (rv) lead exhibited noise along with sudden impedance measurements jumps to the upper 2000 ohms. Abrupt changes in another manufacturer's ra lead impedance measurements were also observed. A revision procedure was performed approximately three weeks later where the rv lead was explanted and replaced. The device and ra lead remained implanted. No additional adverse patient effects were reported.